Manufacturer narrative:
Corrected information was provided in d3, e4 and g2. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Patient with htn, hld, dmii, tobacco use, and carotid disease (s/p endarterectomy) presented with new acute hfref and 3-month angina; lvef 26% with multivessel cad and ci 1.9. Scheduled for CABG ×3. During induction, required systemic epinephrine; tee showed worsening lv function, prompting placement of a right axillary impella 5.5 prior to cpb wean. Device optimized at p8 (4.5 l/min, ci 2.2). Chest closure uncomplicated, no intraoperative blood products. In cicu, small axillary hematoma noted. On pod1, patient was extubated with brief self-limiting ectopy; ambulating by pod2. Impella was weaned and successfully removed on (B)(6) 2025. The field representative responded that hematoma resolved and no further complications were noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
B1/b2 required intervention was submitted incorrectly on the initial report that was submitted. A new selection in b2 was selected. B7 information was added as it was omitted in this field on the initial report that was submitted.